Event description:
New information received indicates that the atrial lp exhibited additional noise and was inappropriately exiting automatic mode switch due to under-sensing of atrial flutter. P-waves were also noted to be abnormal. The ventricular lp exhibited low pacing impedance. Programming changes were made. There were no patient consequences.

Event description:
It was reported that the atrial leadless pacemaker (lp) exhibited noise that was suspected to have been oversensed. It was also noted the lps exhibited low implant to implant communication. No intervention was performed. The patient was stable.